Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported by the clinical manager that "we had an incident last friday ((B)(6) 2010) with a zipwire and an arrow 6f wedge catheter. The wire and catheter binded and catheter broke distal to the balloon port and inner lumen junction." Info received on (B)(6) 2010 at 12:30 pm by the clinical manager stated "the catheter actually broke outside of the body." Additional info received on (B)(6) 2010 by the rn, from clinical director in cardiac and endovascular center stated "in reviewing the incident report and performing the rca with our medical director, we determined the incident occurred not due to a MFR defect, but by a utilization error. Prior to inserting the zip glide wire (460308b), physician reshaped catheter with the use of metal hemostats, which may have removed the hydrophilic coating and upon insertion to the wedge catheter may have caused a non-hydrophilic surface that caused the catheter and wire to bind. Upon further manipulation of the wire, catheter and wire were removed in one solid piece and on exiting the body and sheath, it was noted catheter had torqued itself onto the wire. Manipulation outside the body caused separation and new equipment was used to complete the procedure without incident".